Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the event. At the time of this report, the patient outcome, treatment and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1 and h11. B5: upon follow up it was reported the patient only experienced cloudy pd effluent. The suspected peritonitis was not confirmed to be peritonitis and the patient was not admitted to the hospital. The patient was treated with vancomycin injection (2gm, stat, intraperitoneal). Vancomycin was discontinued when the cloudy effluent was confirmed not to be peritonitis. Same pd is ongoing. At the time of this report the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.